Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an "off no power" and did not receive a low battery alert prior. When battery was change, insulin pump received a pump error 23. Customer's blood glucose was 106 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The pump powered up properly after the battery was inserted. No unexpected pump error 23 or blank display was noted. The pump was programmed and monitored for three days and no unexpected blank display or pump error 23 was noted. The pump passed the self test, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump had high sleep current measurement. The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay and a scratched keypad overlay.